Event description:
The device was too large, led to skin erosion and infection. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.